Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt100 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will submit a follow-up report following the receipt of the device and completion of our investigation.

Event description:
A hosp in (B)(6) reported via our distributor that an rt100 adult dual-heated breathing circuit appeared to be leaking from a connector. The alleged event occurred prior to pt use. No pt consequence occurred.